Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During device analysis, the third party identified chemical residue on the lens. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection. However, an investigation was conducted based on the information provided by the customer and the inspection findings from the third-party distributor. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.